Event description:
On, (B)(6) 2020, the patient underwent endovascular treatment of a thoracic aortic dissection with gore® tag® thoracic endoprostheses. The procedure concluded with the successful repair of the dissection and the patient was reported to have tolerated the procedure. It was reported, post-operatively on (B)(6), 2020, the patient presented with malperfusion and was reported to have suffered a stroke (details unknown). Reported evidence of a retrograde dissection proximal (outside of treatment area) to the previously implanted tag device and a new entry tear originating at the aortic root were identified. The cause of the dissection is reportedly unknown, however, the physician stated the new dissection is unrelated to the original dissection treated in (B)(6) 2020, and there were no reported issues with the implanted tag® devices. On (B)(6)2020, an open surgical repair was performed to treat the new dissection. According to the report the dissection was successfully repaired and the patient was reported doing well after the procedure.

Manufacturer narrative:
Upon receipt of additional information this event has been determined to be non-reportable as all dissection conditions noted under md24757, page 9, have not been met. The physician reported the gore® devices did not cause or contribute to the new dissection or the patient¿s post-implant symptoms of stroke and malperfusion. It was reported the patient presented with a new dissection, outside of the previous treatment area. As there is no medical evidence to suggest the gore® tag® thoracic branch endoprostheses caused, or may have caused or contributed to a serious injury to this patient, medwatch (MFR. Report # 2017233-2020-00444), is being retracted.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications

Event description:
On (B)(6) 2020, the patient was treated for an aortic dissection. The physician implanted two conformable gore® tag® thoracic endoprostheses. The procedure was successful and the patient tolerated the procedure. On (B)(6) 2020, the patient presented emergently with a retrograde type I dissection.